Event description:
It was reported that the anchor was broken inside of the arthroscope. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor returned. The complaint stated: "it was reported that the anchor was broken inside of the arthroscope. A backup device was available to complete the procedure with no delay or patient injuries." It was also indicated that this occurred during a rotator cuff repair. S&n does not recommend use of an arthroscope with the footprint product family. The allegation does not appear to align with the return. The anchor was not returned. The insertion device was returned with one strand of suture and the stay suture wrapped around the device handle. There is no obvious damage to the insertion tip. The torque limiter is functional. Audible click is heard with advancement. There was no obvious reason found for the return. No root cause related to the manufacturing of this device was established.